Event description:
Event description cpi received information that due to oversensing and noise on the lead, this endotak down-sized lead (0125) was removed from service. Another (0125) lead was implanted.